Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device alarmed a hardware low level failure. The customer's blood glucose was unknown. They performed troubleshooting. The device did not pass the self-test. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the insulin pump trace download and hardware low level failures alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. No unexpected low reservoir alerts or noise anomalies noted during testing. Device communicated properly with glucose sensor simulator and the guardian link (3) transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected sensor updating messages and change sensor messages noted during testing. The correct test blood glucose value was sent from glucose meter and received by device under test; device communicated properly with blood glucose meter. The information provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.